Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that balloon rupture occurred. The chronic totally occluded target lesion was located in the mildly tortuous and severely calcified superficial femoral artery. A 3mm x 40mm x 146cm coyote es balloon catheter was advanced for dilation. However, upon initial inflation at 10 atmospheres, the balloon ruptured. The procedure was completed with a different device. No patient serious injury or adverse event were reported.